Event description:
It was reported that the ventilator delivered lower o2 concentration than set. There was no patient harm. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref #: 227016.

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure could not be duplicated. The o2 gas module was replaced as a precautionary measure but not returned for investigation. The ventilator was cleared for use. The investigation of the provided ventilator logs confirms the reported event of alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior the reported event date. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.